Event description:
The customer reported erroneous elevated accu tni (troponin I) test results were generated when using the unicel dxi 800 access immunoassay system for four pts. Erroneous test results were reported out of the laboratory. The samples were repeated and recovered results within the normal reference range. No reports of death or serious injury; however, it is unk if there was any change to pt treatment as a result of this event. The event represents event 3 of 4 events reported by this customer.

Manufacturer narrative:
All samples were collected in lithium heparin tubes and spun at 3000g for 10 minutes. Quality control (qc) was within (B)(4) during this time the pt's testing was performed. Maintenance data was not provided. The field service engineer (fse) was dispatched. The fse noted that the mixer sensor was broken and rubbing the rotor. The sensor was replaced. The fse verified alignments and ran a system check. It was noted the instrument was working within specifications after service. Although the fse addressed hardware issues, no definitive root cause can be determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 3 of 4 reported by the customer. This MDR is related to the following MDR that has been reported: 2122870-2011-04782, 2122870-2011-04783 and 2122870-2011-04785.